Manufacturer narrative:
Date received by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. Description of event or problem, report source: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2018, transesophageal echocardiography (tee) results showed aortic regurgitation and surgical planning for aortic valve replacement was initiated. The patient reported increased shortness breath on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between the device and the reported aortic valve insufficiency could not be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2018 with shortness of breath. The patient underwent an aortic valve replacement procedure on (B)(6) 2018. No specific device-related issues were reported in association with the event. The patient was discharged home on (B)(6) 2018. The patient remains ongoing on lvad and no additional related events have been reported at this time. The heartmate 3 lvas IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent an aortic valve regurgitation procedure on (B)(6) 2018.